Event description:
It was reported by service report that the scale is not working. The customer reported that they did not know if there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Power entry module.